Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose of 450 to 500 mg/dl. The customer stated that his glucose was high and then he bolused. The customer stated that the cannula was kinked and the insulin pump did not alarm no delivery. The customer was vomiting and went to the hosp. The customer's most recent glucose reading was 126 mg/dl. The customer did not have the insulin pump available to troubleshoot at the time of call. Advised the customer to call us back when he gets home to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.